Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead fracture. Subsequently, a new rv lead was successfully implanted. No additional patient adverse effects were reported.